Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of up to 270 (mg/dl) for 2 weeks. Customer changed infusion set sites and administered boluses with the pump to treat bg levels. System check and review of pump data with tandem technical support on (B)(6) 2016 indicated pump was performing as intended. Customer indicated that they will contact their health care provider to discuss diabetes management.